Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. No damage or anomalies were observed during the initial assessment. A leak was identified between the tapered female luer and blue pilot balloon bond. Upon further inspection a solvent channel was observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from the cuff. This occurred during priming, and there was no patient harm/adverse event reported.